Manufacturer narrative:
The device was returned for full analysis. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
Correction: missing d10 information and additional information: b1, b2, b5, d6b, g3, h1, h2, h6.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced. Patient condition is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed myopotential oversensing on implantable cardiac defibrillator. Programming changes were discussed, no changes or intervention was performed. There were no patient consequences.